Event description:
It was reported the pt could not communicate with her ipg using her charger or programmer. It was also reported the pt has not had stimulation for two weeks. A replacement charger was sent to the pt. Attempts to contact the pt to determine if the replacement resolved the issue have been unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.